Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (underinfusion). The patient was receiving etoposide, running at 250 ml/hr for over 2 hours and at the end of the infusion, there was some fluid remaining. The volume on the infusion bag was for 500ml, which it may not of accounted for overfill and addition of drug. It was also reported there was no patient injury.